Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. According to legal documentation, the patient was hospitalized multiple times for device failure and complications of the surgical site.